Event description:
It was reported that the zimmer skin graft mesher is not cutting the graft cleanly. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned for evaluation, and received by the MFR in a disassembled fashion. It was determined that the device displayed signs of poor maintenance. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation in february 2008.